Event description:
Device malfunction: difficulty advancing thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the thumb advancer was difficult to advance, resistance was felt. The sheath split and the clip did deploy; however, hemostasis was not achieved. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.